Event description:
It was reported that the physician's programming tablet would not interrogate. Troubleshooting identified that the usb cable was not working properly. The physician was provided a new usb cable. The faulty usb cable was received for analysis. Analysis of the cable was completed on (B)(6) 2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.